Event description:
The initial reporter alleged a questionable result from the accu-chek inform ii meter. While reviewing results from the meter, the customer observed a result of 229 mg/dl and a result of 109 mg/dl. The customer was adamant that the result of 229 mg/dl appeared on its own after the strip had been inserted and alleged that the result appeared when no sample had been applied. She alleged that the result of 109 mg/dl was the only actual patient result. This result was not questioned. The result of 229 mg/dl was obtained at 6:25 am, and the result of 109 mg/dl was obtained at 6:26 am.

Manufacturer narrative:
The test strip lot number was 671669. The expiration date was not provided. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The meter was requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted.

Manufacturer narrative:
Medwatch fields d9 device available for evaluation and d9 date device returned were updated. The customer's meter was received for investigation and was tested using retention test strips and quality contol materials. Control ranges: level 1: 30-60 mg/dl, level 2: 261-353 mg/dl. Results: level 1: 43, 43, and 42 mg/dl. Level 2: 295, 296, and 297 mg/dl. All returned results are within the acceptable range. The log file did not indicate any hardware or software issues. The meter was disassembled for further investigation. No damage or contamination observed. The alleged issue could not be reproduced. No product issue was found.